Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The display lens was dim and discolored. The up arrow button was intermittently unresponsive during testing. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display issue, and a keypad button response issue with contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2015.